Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the cable tensioner is jamming and not able to be used. No patient was involved in this event this is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted pioneer surgical technology manufactured the cable tensioner, p/n 391.201, and lot number p094284 for po (B)(4). The supplier¿s certificate of compliance (dated 6/7/11) indicates the parts were manufactured to p/n 391.201 and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet number (B)(4), (dated 6/8/11). No nonconformance reports were generated for this lot. P/n 391.201 is made from drawing, (B)(4), released on july 27, 2010. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the investigation has confirmed that the cable tensioner jammed. Instrument shows regular using marks. Investigation of documentation for production and material gives evidence that the instrument was produced under specifications in 2011. Failure in material or production could not be detected. Furthermore, a cable tensioner with new design is available on stock with article number 03.221.015.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.